Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint can be verified. E6 mechanical errors were found in the history. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. The pump correctly triggered the e6 error messages due to temporary step loss. This can be caused by too high friction. The adapter is contaminated. The slot of the battery cover is damaged by an external mechanical influence. Since the infusion set was not returned from the customer and the lot number is unknown, no investigation could be performed.

Event description:
On (B)(6) 2013, patient reported she has experienced hyperglycemia of 184 mg/dl-"hi" since (B)(6) 2013, and her target blood glucose is 70-120 mg/dl. She delivered insulin via infusion device to treat hyperglycemia and did not require treatment from a healthcare professional or second party to address the issue. There are occasionally small "champagne" air bubbles in the cartridge. She reported abnormal sounds during operation as if the piston rod is laboring to advance, and she believes this has caused inaccurate insulin delivery. An e6 mechanical error occurred during basal delivery on the day of the report. She inserted a new alkaline battery and rewound and advanced the piston rod, and the e6 mechanical error occurred again at 146 units. Insulin was not spilled inside the cartridge compartment. The infusion device has been dropped several times and was exposed to water 1.5-2 years ago. The infusion device, infusion set, and adapter were requested for evaluation, and the infusion device and adapter were replaced.